Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to a reporter, during a cholecystectomy via laparoscopic procedure, while using the device the surgeon noticed the device had a leak and seal was damaged. Blood stains were seen at the insufflation point inside the cannula walls. To complete the case, another port was used. There was no patient injury.